Event description:
It was reported that during the anterior communicating artery wide necked aneurysm, physician used guidewire to deliver microcatheter to the target lesion. Physician encountered resistance after delivering the subject stent into the microcatheter for 3cm and the subject stent could not be advanced any more. The physician tried to pull the subject stent back, however the subject stent got stuck and the deployed prematurely within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the anterior communicating artery wide necked aneurysm, physician used guidewire to deliver microcatheter to the target lesion. Physician encountered resistance after delivering the subject stent into the microcatheter for 3cm and the subject stent could not be advanced any more. The physician tried to pull the subject stent back, however the subject stent got stuck and the deployed prematurely within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿ updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿ updated due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device returned together with microcatheter. The microcatheter was found to be intact. The stent was found to be deployed inside the microcatheter. The sdw was found to be kinked/bent in multiply areas. The stent was found to be deformed. Dry blood and procedural fluids were noted on the stent. The stent introducer sheath was found to be intact. During functional inspection, stent deployed prematurely during use functional test was not applicable. It was confirmed during visual inspection. Stent difficult/unable to advance or pullback through catheter was unable to perform as the stent was found to be deployed inside the catheter. The microcatheter was flushed and the patency mandrel was advanced to remove the stent. The mandrel stuck in a proximal part of the microcatheter. The mandrel was advanced from the distal end, but the stent could not be pushed out due to significant friction. The microcatheter was cut and stent was removed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event stent difficult/unable to advance or pullback through catheter could not be duplicated; however, the analysis results are consistent with the reported event. The reported event stent deployed prematurely during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on analysis results. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately torturous'. The device was analyzed. The stent was found to be deformed and deployed inside the microcatheter. The sdw was found to be kinked/bent and stent introducer sheath was found to be intact. It is probable that the moderately tortuous anatomy may have caused friction, damages to the device and the reported issues. An assignable cause of ¿procedural factors¿ will be assigned to the as reported and as analyzed ¿stent deployed prematurely during use¿, and as reported ¿stent difficult/unable to advance or pullback through catheter¿ and to the as analyzed ¿sdw kinked/bent¿, ¿stent deformed¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.